Event description:
It was reported that an ilet device with serial number (B)(6) exhibited a nonresponsive touch screen with a visibly broken, scratch-like display, resulting in inability to operate the device; the device had been synced before shutdown, and the patient¿s blood glucose at the time was 180 mg/dl. Symptoms included no injury. Outcomes included disruption of therapy requiring backup insulin use guided by the healthcare provider. Investigation included complaint intake review, visual evidence assessment from patient-provided images, and preparation for device evaluation upon return. Investigation of this case revealed a broken screen rendering the user interface unusable. It was concluded that the device screen failure constituted a hardware malfunction of the display assembly requiring replacement.